Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the power supply fault signals between the blue and black to be 1,026 millivolts direct current (mvdc). Specification for this connection is <350 mvdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr verified that the voltage on the ps1 had a status of failed. He replaced the power supply. The unit operated to the manufacturer's specifications. The suspect parts will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the power supply 1 (ps1) failed. There was no patient involvement.